Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02752. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Urethral spasms. Dyspareunia. Cervical prolapse. Additional narrative: it was reported that the patient underwent mesh implantation concurrently with a laparoscopic supracervical hysterectomy. Within a year, the patient experienced urethral spasms, urinary tract infections, abdominal/vaginal pain and dyspareunia. The patient has undergone removal of rectal scar tissue, and cervical prolapse repair with tightening of mesh on (B)(6) 2011.